Event description:
It was reported that the patient presented in clinic for follow-up. It was discovered that their right ventricular (rv) lead had increasing pacing impedance. No intervention took place at the time and the patient would continue to be monitored. The patient condition was stable.